Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that there was a catheter problem, and a healthcare professional (hcp) revised a portion of the pump segment that he believed to be defective, and replaced it with an identical length of another model of catheter. An occlusion of the proximal segment was reported. The patient reported feeling like she wasn¿t getting full therapy consistently and had increased pain in an unknown location. The patient was alive with no injury. The patient was doing well. There was no issue with the pump, but the patient requested it be replaced at same time to save herself another surgery in the near future. It was unknown exactly when the catheter issue was discovered. No additional actions have been taken. The patient was currently receiving effective therapy. The pump was used to infuse morphine. If additional information is received, a follow-up report will be sent.